Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple shocks due to noise. Low impedance was also noted. Lead insulation damage was suspected. The lead remains implanted. The patient will be monitored.